Event description:
It was reported that the default settings were turning off certain alarms. The device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and the customer alleged that the default settings are turning off certain alarms. The customer informed that monitor technician had to turn on missed beats and premature ventricular contractions (pvcs) for the clay unit. The rse found that there were paired pvcs and missed beats. The customer only want that changed for clay. The rse confirmed that there was no failure with the system. The rse advised the customer that they needed to change configuration if approved by alarm approval committee. The customer would make changes once it was approved. If additional information is received the complaint file will be reopened.